Event description:
While setting up the intensive care unit (ICU) room, noted that the plastic cover that protects the oxygen saturation (spo2) adapter end to the patient was missing, presumed broken and discarded.